Event description:
A (B)(6) male patient contacted zoll customer support to report that the charger/modem indicated a battery charger problem. The patient was issued a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) was confirmed. As received, the charger was unable to charge a battery pack. Upon evaluation, the u13 8-bit cmos flash micro-controller was shorted. The cause of the inability to charge the batteries is the shorted u13 component. The root cause of the shorted component cannot be positively identified. No adverse event resulted from the open wire. The patient was issued a replacement electrode belt.